Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler (m-83361). As found condition: the pipeline flex pushwire and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex pushwire was returned within the phenom catheter. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be determined. Damage location details: the pushwire was found extending out from catheter hub. In addition, the pushwire was found deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the pipeline flex pushwire was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the customer¿s complaint could not be confirmed, and the root cause could not be determined. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the stent deployment process, the stent became dislodged during retrieval and could not be retracted into the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of ophthalmic segment of left internal carotid artery with a max diameter of 3.4mm and a 2.8mm neck diameter. The landing zone was 4.7mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the blood vessel was normal. Additional information was received that the procedure was completed by replacing the pipeline. It was noted that resistance occurred at the distal end of the stent. A continuous saline flush was administered and maintained as indicated in the IFU. No damage was observed to the pipeline pushwire or catheter. A phenom 27 catheter was used. The pushwire was not rotated or pulled back at any time during the procedure.